Event description:
In 2001 the user facility cs supervisor informed the manufacturer's representative of the following: patient complained of burning. A dye study was performed. Found extravasation of contrast and removed device.